Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Technical services (ts) confirmed this has been a gradual rise. Reprogramming options were discussed. No adverse patient effects were reported. This lead remains in service.